Manufacturer narrative:
The subject device was received and evaluated and the customers complaint was confirmed. Evaluation found the error log showed an error "e433: tb tvs diode short circuit". The failure found to be due to faulty printed circuit board and needs to be replaced. Additionally, inspection of the housing found slight wear and tear. Minor scuffs and scratches on top cover were observed. Some paint off of the lcd bezel were noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device exhibited an error e433. The issue occurred at preparation for use. The device was replaced and the intended procedure (unspecified procedure) was completed using another device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was a defective relay board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).